Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient's anatomy and activity level contribute to these types of failures.

Event description:
Boston scientific received information that during a follow-up, it was noted that this left ventricular (lv) lead exhibited an impedance measurement that was over 2000 ohms. Although the threshold was reprogrammed to 7.5v, capture could not be obtained. The polarity was changed, but still there was no capture. Since a lead fracture was suspected, it was reprogrammed to vvi40 backup mode. It was unable to confirm fracture on x-ray. The lead will be replaced on a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.